Event description:
It is reported that the device was implanted in 2006 and was revised in 2008, due to loosening of the tibial baseplate.

Manufacturer narrative:
Eval summary: no prod was returned for eval. Also, no x-rays and/or lot number info was provided. Based on the available info, a definitive cause cannot be conducted at this time. No prod was returned. Review of the device history records was also not possible as the prod and/or lot numbers required for retrieval were unavailable. It is not suspected that the prod failed to meet specs. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.